Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there were stripes in the image due to defective charged couple device unit, and the object was not visible. In addition, the cable was found to be twisted and worn due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head has a noisy image. It is unknown when the issue reported was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that nosy image was due to charged coupled device failure. Olympus will continue to monitor field performance for this device.